Event description:
It was reported to vyaire medical that after doing the calibrations the vent has circuit disconnect. It was suggested to perform exp, insp pressure transducer calibrations and exp flow transducer. Both calibrations were performed twice. Water trap/filter were changed. Next step is to replace gde. Customer requested fse to perform repair. A quote is being created. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : on-site repair.